Manufacturer narrative:
(B)(4). The returned device was visually inspected, and reddish brown material was found underneath the pebax. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system. However, error 106 (force sensor error) was displayed. The catheter was dissected, and it was determined that the root cause was an internal failure of the force sensor. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Per the material found under the pebax, scanning electron microscope (sem) analysis was performed, and the results showed evidence of two holes on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the lost electrical continuity at the sensor cannot be determined. Additionally, the root cause of the damage on the pebax cannot be determined.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where force sensor issues were encountered. During the procedure, error 106 (force sensor error) populated, and the force values went blank. The cable was replaced, but this did not resolve the issue. The catheter was then exchanged for a new one, and the issue was resolved. The case then continued without patient consequence. Force issues are highly detectable, and the case can be continued without relying on force data if necessary. The potential that these issues could cause or contribute to an adverse event or remote. As a result, this event was not originally assessed as MDR reportable. On (B)(6) 2017, the device was returned to bwi, and brownish material was found underneath the pebax. No damage to the pebax was found. If there is foreign material under the pebax, but the integrity of pebax has not been compromised, the potential that this issue could cause or contribute to an adverse event is also remote. This was not an MDR reportable finding. On (B)(6) 2017, scanning electron microscope analysis findings on the catheter revealed a hole in the pebax. If the patient is exposed to the internal catheter components, there is a critical risk of thrombus formation. As a result, this event is MDR reportable. The awareness date for this complaint file has been reset to (B)(6) 2017, the date of the reportable findings.